Manufacturer narrative:
No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump was alarming, and screen read air in line. Patient had already silenced alarm. They instructed patient to close clamp on tubing and release cassette off pump. Patient stated the cassette was locked on the pump. They instructed patient to try several troubleshooting methods, but the alarm persisted even after those attempts. This event occurred at patient's home and was operated by a health professional. There was patient involvement and no patient harm/adverse event reported.